Manufacturer narrative:
D6a: unknown date in 2014. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right knee replacement on an unknown date. Subsequently, the patient experienced pain, stiffness and dissatisfaction with their knee replacement. As a result, the patient underwent a right knee revision surgery, approximately 9 years after initial surgery, where the polyethylene insert was exchanged. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information or images were not provided. No conclusions can be made from the provided radiograph. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.